Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that since august, the patient is feeling "zap", "zing" at pocket site, that it's causing the patient pain. Patient has turned therapy off and the pain goes away, but the patient has return of symptoms. Impedance check shows: c0 1063 ohms, c1 1063, c2 1063, c3 1063, 01 1135, 02 1261, 03 1419, 12 1098, 13 1174, 23 1098 ohms. Technical services reviewed with caller that given patient is feeling sensation at pocket site only when therapy is on, it's likely that patient has a fluid short at the pocket. The patient is not programmed using the case, 0-3+. There is no fall/accident or trauma reported. The patient is an athlete. They can't tolerate sensation even at 0.3 volts. She generally needs to be around 2 volts to have therapeutic benefit. Technical services told nurse that gi ven the patient can't tolerate stim on even at a low level, revision is likely needed to address stim at pocket issue. The nurse reported that the patient's therapy hasn't been as good since last year.